Event description:
The manufacturer received information alleging a ventilator service required alarm concerning the internal battery occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and determination made that unit will be scrapped.